Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Customer was bale to clear alarm and was able to complete rewind. Customer performed self test and the test was passed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Software version = 4.11j. Retainer ring = clear. Customer returned pump for alleged failed battery alarm, pump error alarms found on (B)(6) 2021. Insulin pump successfully downloaded traces and history file using thus. Pump passed sleep current measurement, active current measurement, self-test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alert noted during testing or in the pump trace download on the event date. Pump error alarms was not found in the pump downloaded history or during testing. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay, cracked retainer and pillowing keypad overlay. Insulin pump error alarms was not confirmed during testing or in the pump history. Failed battery alarm was not confirmed during testing or in the power management graph. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.